Manufacturer narrative:
The complainant reported that 3 devices did not retract during the evaluation, which was performed by the nhs, but not used on humans. Only 1 of the reported 3 devices not retracting was returned. The 1 device returned was tested and the needle had in fact retracted as it was supposed to. [(B)(4)].

Event description:
During a submission of unistik 3 for evaluation stage of blood mini lancet mini competition, 3 lancets out of 80 failed; non-retracting needles - this was reported as a complaint to owen mumford limited.